Manufacturer narrative:
Additional 501k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using the instrument max clinical discrepant results were reported. All positive samples were repeated, and the results were negative. The negative results were reported and there was no patient impact.

Event description:
The customer reported that while using the instrument max clinical discrepant results were reported. All positive samples were repeated, and the results were negative. The negative results were reported and there was no patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of "covid discrepants" was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer complained of discrepant results while running the bd sars-cov-2 assay. The customer had been having issues with discrepant results since (B)(6) 2020, for which case (B)(4) was opened. The customer had run 400-600 samples over the weekend and suggested that less than 10% came up positive initially and negative upon repeat. The discrepancies varied between the two targets n1 and n2, that are initially coming up positive. The database and log files were reviewed and bd service was dispatched to replace the reader on side a, perform calrack and tray alignment. The instrument was then qualified and returned to the customer. The complaint is confirmed based on the investigation that was performed. The root cause is under investigation and will be documented in our quality system. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4) to investigate the root cause and some mitigation actions are already being addressed. The investigation consisted of a review of the service notes pertaining to this issue, the service and installation history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. As a result, no corrective actions were initiated. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends with associated problems.